Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and 187 mg/dl at the time of call. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer also reported that the insulin pump had received compromised force sensor system. Customer stated that the drive support cap appears normal. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received compromised forced sensor system alarm during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor system alarm. However, unit passed rewind test and displacement test.